Manufacturer narrative:
Initial reporter email address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod was bent on the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: thinks the plunger is maybe bent or something.

Event description:
It was reported that the plunger rod was bent on the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: thinks the plunger is maybe bent or something.

Manufacturer narrative:
Initial reporter email address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod was bent on the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: thinks the plunger is maybe bent or something.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 3/1/2022. H6: investigation: customer returned a total of 7 polybags for 0.3ml, 31 gauge, 8mm syringes. 2 of these polybags had previously been opened. A total of 65 syringes were returned. 30 of these syringes were inspected. None of the plunger rods were found to be damaged and no defects were found. A review of the device history record was completed for batch # 1267326 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the plunger rod was bent on the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: thinks the plunger is maybe bent or something.